Event description:
The report states that during the procedure, tissue which was adjacent to the instrument jaws was burned.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. Additional questions have been asked as to the degree and treatment of the burn. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occuring in the confined spaces in anticipation of this possibility.